Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer had a reading of 300 mg/dl and within 10 minutes received a reading was 87 mg/dl on the aviva system. No adverse event was reported. Meter and strips replaced and requested for return.